Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no ramping numbers anomaly noted. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a button problem with the insulin pump. Customer stated that he got a little rainwater on the pump. Customer stated that he can do a bolus but it seems that the button is stuck because the numbers will go up uncontrollably. Customer's blood glucose was 141 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.